Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l groshong catheter. The depicted device was implanted in a patient. The visible segment included the distal end of the connector, approximately 2cm of exposed catheter shaft and the sliding suture wing. The suture wing abutted the insertion site. Yellowish fluid appeared to be leaking from the insertion site. While leakage appeared evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include flexural fatigue and over-pressurization damage. A lot history review (lhr) of redp1945 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement on (B)(6) 2020. Fluid leaks occurred during infusion on (B)(6). After consultation by nurses, the catheter was removed and fluids leaked at the 35 cm mark.